Event description:
It was reported that the right atrial (ra) lead was dislodged. Subsequently, this patient underwent a revision procedure, and this ra lead was repositioned. The procedure was completed successfully. No additional adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Subsequently, this patient underwent a revision procedure, and this ra lead was repositioned. The procedure was completed successfully. No additional adverse patient effects reported. Information was later received from the field noting that during an office visit, there was high threshold readings. Therefore, the physician confirmed the dislodgement through an x-ray.